Event description:
Customer reported being admitted to the emergency room (ER) with an altered mental status. Device = 101mg/dl. Patient was seizing and treatment was administered, however, the type was not provided. Lab = 36mg/dl. No control used. A request was made for return product and replacement product was sent.